Manufacturer narrative:
H6 correction: device codes changed to "break." Internal complaint number: (B)(4). The device was returned to the factory on 12mar2020 and investigated on 18mar2020. Signs of clinical use and evidence of blood were observed. Specks of blood was observed on the handle. Charred tissue and blood was observed on the heater wire. A visual inspection was conducted. The both jaws were intact and didn't have any break or damage. However, the silicone insulation on the cold jaw peeled off and detached, closer to the tip of cold jaw. The detached silicone portion was not returned for evaluation. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. Based on the condition of the device as found, the reported complaint for "break;jaw" was not confirmed. The complaint was confirmed for analyzed failures "peeled jaw" and ¿material bent/twisted; wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaw broke at the tip. Nothing was broken off in the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaw broke at the tip. Nothing was broken off in the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.